Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: the patient demographic info: age, gender, weight, bmi at the time of index procedure. No further information is available. Date and name of initial surgical procedure. No further information is available. The diagnosis and indication for the initial surgical procedure? No further information is available. What were current symptoms following the index surgical procedure? Onset date? Currently the patient is spending time at home, but it is not known if he is being followed up. What are the patient comorbidities/concomitant medications? =>no further information is available. Patient symptoms manifestations (location, severity, appearance, systemic or local reaction): during postoperative hospitalization, an CT was taken for another disease, and there was ascites between the interceed and the abdominal wall. When needling suctioned from the outside, brown ascites that appeared to be interceed came out, but no infection symptoms occurred afterwards. Date - time of onset of the ascites from the surgical procedure? 3 days post-op. Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? No further information is available. Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? No further information is available. Were cultures performed? Results? Unknown, but the surgeon deny the possibility of abscess. Product code and lot # product code is 4350xl. Lot number is unknown. What is physician¿s opinion as to the etiology of or contributing factors to this event? No further information is available. What is the patient's current status? No problem. We contacted the surgeon to hear the detail, but we couldn't get so much information.

Event description:
It was reported that a patient underwent an unknown surgery on an unknown date and the adhesion barrier was used. It was reported that during surgery, the device was used just under the abdominal wall. It was reported that during postoperative hospitalization, an x-ray was taken for another disease, and there was ascites between the device and the abdominal wall. It was reported that when suctioned from the outside, brown ascites that appeared to be the device came out, but no infection symptoms occurred afterwards. Additional information was requested.